Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and blood glucose (bg) level of 471mg/dl, cause was unknown. Customer was treated with intravenous fluids and was discharged on (B)(6) 2020. Reportedly, treatment received resolved the issue, and customer did not recall if permanent damage occurred. Pump system check with tandem technical support found pump and supplies functioned as intended. Reportedly, infusion set issues were suspected as a contributing factor to customer's hospitalization, however, no infusion set issues were found. Reportedly the customer reverted to manual injections for insulin therapy.